Manufacturer narrative:
Device is not being returned for eval. (B) (4)

Event description:
Pt needed to go back to the or after having biosure has implanted. Pt showed signs of infection at their f/u appointment. Pt then returned to the or for cultures and wash-out of the operative site. Cultures showed no growth; pt placed on antibiotics.